Manufacturer narrative:
Method: a review of the mfg paperwork is being conducted. Please note the attached list of add'l device implanted in this pt.

Event description:
In 2008, this pt was treated emergently for a ruptured abdominal aortic aneurysm using a gore excluder aaa endoprostheses. Post-operatively, the pt's blood pressure dropped. A disruption of the contralateral leg component from the trunk ipsilateral leg component was discovered. All devices were explanted and are being sent to gore. The pt underwent surgical repair of their aorta and was transferred to the intensive care unit. It should be noted that the pt had tortuous iliac arteries.